Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to pocket infection. Reportedly, the patient experienced a discomfort, pain, edema, inflammation and swelling. No additional patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).